Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis. The cause of the peritonitis was unknown. Beginning on the day of onset, the patient was treated with vancomycin 2 grams (route, frequency, and duration not reported) and fortum 1 gram (route, frequency, and duration not reported) for the peritonitis. It was not reported if extraneal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.